Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported manufacturer representative (rep) was called by healthcare professional (hcp) today ((B)(6) 2017) regarding a patient who was in the emergency room department (ed) with possible overdose. It was noted that patient was also on other medications, but did not know what those were. Rep was 2 hours from where the patient was and inquiring about utilizing a magnet to stall the pump until rep can get there tomorrow ((B)(6) 2017). Troubleshooting and pertinent information was reviewed per rep's inquiries. Rep will confer with hcp. Location of symptoms was noted as other. Rep had no further information. No further complications were reported/anticipated.